Event description:
Customer reporting 1 false positive sars result. Customer states the result was confirmed negative by another rapid antigen test. Symptomatic status is unknown.

Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.